Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported opacification of a lens that was implanted during an intraocular lens (iol) implant procedure over ten years ago. There was no patient harm or medical intervention reported. Additional information was received from the surgeon that indicated that the opacification was sub surface nano glistenings (ssng) and a scratch on the surface of the lens was observed. No definite symptomatic change in vision was noted.

Manufacturer narrative:
Additional information provided in device evaluated by MFR?, additional MFR narrative. Product evaluation: a company physician reviewed the photos. Few light scattering images are observed on the implanted iol the first one is a thin and linear image of an approximate length of 2.5 to 3 mm located almost in the center of the intraocular lens (iol), 2 other scattering images located paracentral (at 10:00 and at 2:00) of an approximated diameter of 0.1 and 0.4 mm. In addition it is observed a group of iol scattering artifacts/apparently microvacuoles located at 1:00 on the pupillary edge these have a variable size which cannot be accurately measured but oscillate from .1 to .2 mm. Associated products were not provided and the lens was not identified. It is unknown if qualified products were used. Based on review of the photos, lens damage was observed. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. Although a definitive conclusion cannot be determined based solely on static pictures, the observations may be compatible with iol scratches probably secondary to the iol handle during the insertion and few glistenings on iol periphery. The manufacturer internal reference number is: (B)(4).